Manufacturer narrative:
Device history record reviewed.

Event description:
It has been reported to co that during the procedure the sheath split. Reportedly, the incident occurred as the physician inserted the dilator into the device. There is no report of patient injury. The device is being returned for co analysis.